Event description:
It was reported that during testing conducted at the user facility, the tip of the remb electric wiredriver was turning on its own. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was not duplicated; however, the diagnostic engineer found corrosion had affected the rear motor assembly of the device.

Event description:
It was reported that during testing conducted at the user facility the tip of the remb electric wiredriver was turning on its own. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.